Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display and motor error alarm on the insulin pump. Customer's blood glucose level was 280 mg/dl. Troubleshooting for blank display was performed. Customer advised they took the battery out of the insulin pump for a month and then placed a new battery into the device. The insulin pump did not turn on and troubleshooting did not resolve the issue. Customer declined to troubleshoot for motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, minor scratches on the display window, and a missing end cap sticker.